Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The second computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was noted that re-installation of the application software did not restore functionality. While installing a new computer in the navigation system, the computer cycled power and restarted without prompt from the user. A second unit was shipped and the replacement was completed as intended. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive had two bad sectors and would have a sr manager error appear when installed in a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The second computer for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the navigation system became unresponsive without prompt from the user. It was noted that once restarted, the navigation system displayed an sr error message. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.